Event description:
It was reported that the patient had stimulation in the wrong location. The implant was placed on the wednesday prior to the report. The patient had been feeling the stimulation in their vagina but as of the night prior to the report they were more feeling it where the battery was put in. The patient noted that if they moved ¿it¿ it would go down into the buttocks right along the crack like it was pinching it. The patient was not feeling it anywhere else. The patient tried increasing their stimulation from 1.5v to 2.0v and it got worse. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).